Event description:
It was reported that the right atrial lead had dislodged into the right ventricle. The lead was explanted and replaced. The patient was feeling good during and post the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.